Event description:
It was reported that a patient with dystonic tremors had a rechargeable implantable neurostimulator (ins) implanted on (B)(6) 2020, which were well suppressed by dbs. Their ins turned off spontaneously. The patient had undergone hip surgery on monday (for which the dbs was reportedly properly turned off and on after the procedure, according to protocol. The following night from wednesday to thursday, the patient woke up from violent shaking (around 5 am). A connection could not be made between the ins and the patient programmer (pp). After contacting the clinic, a deep discharge was suspected as the patient had not charged the dbs after the hip operation. However, after instructions from the clinic, the patient's son was still able to connect to the ins via the pp. The dbs turned out to be turned off. The dbs was turned on again via the pp, after which the tremors were properly suppressed again. The dbs battery voltage was checked and it was approximately 70%, so there was no deep discharge. Charging the dbs went smoothly after this and the tremors remained well suppressed. It was not possible for the hcp to determine exactly where things went wrong, because contradictory things are mentioned in the anamnesis. In addition, it was initially said that the patient (or son/daughter) did use the pp before the complaints increased, but later it was said that this was not the case. So, they didn't know for sure if the dbs turning off was caused by human error. In this patient, the tremors increased seriously shortly after turning off the dbs (a matter of minutes/hours), making it unlikely (but also not impossible) that the dbs was turned off with the pp on wednesday evening (or in the night) given the increase in complaints around 5:00 am. Logs were requested, however, the hcp indicated that the patient will be in outpatient clinic on (B)(6) so they could only provide the report then. The hcp does not have any recent report for this patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.